Event description:
It was reported that low, out of range, high voltage lead impedance was observed. Patient presented to the clinic and programming changes were made. There were no further issues and patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.